Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance was >8000 ohms, high threshold and an apparent lead fracture. The lead was capped and replaced. During this procedure, the patient's right subclavian vein was occluded so a whole new system was implanted on the left side. No further patient complications have been reported as a result of this event.